Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. The customer reported that her insulin pump was stuck in priming loop and squirting out insulin and also stated that her insulin pump was cracked and the drive support cap was sticking out. There was a small crack where the clear part where one can place the reservoir. The customer thinks the insulin pump completely stopped working. It won't stop priming. They tried 3 different infusion sets from 3 different boxes. The cap on bottom of insulin pump was popping out. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they were unable to exit the preparing to prime loop. The motor doesn't ever stop. Customer reports insulin squirting out during the prime process. Customer states insulin continued to drip after letting go of the act button. The customer was not able to get out of the priming loop to check history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with cracked/broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the compromised force sensor system alarm due to cracked/broken off end cap. Also, unit had loose/flushed drive support disk, cracked case at reservoir tube window corners.